Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm. The patient has a history of cardiac complications. It was reported that the patient's iliac arteries were very diseased and the right external iliac artery was heavily calcified. The physician performed multiple dilatations and balloon angioplastied several spots where the stent grafts overlap. Upon removal of the sheath the right external iliac artery was found to be dissected. It was reported that the sheath caused the dissection. The dissected artery was clamped and was surgically repaired. Final angiogram demonstrated a successful outcome with a small type ii endoleak and exclusion of the aneurysm. The next day the patient was reported to be fine. No additional clinical sequelae were reported.